Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and ext high ppeak pressures. The customer stated that the ventilator was on a patient when the reported issue occurred. It is currently unknown if there was patient harm or injury.

Manufacturer narrative:
Device evaluation: results of investigation: the suspect device was returned to carefusion's (B)(6) office in which the reported issue was verified. The analog/digital (ad) counts for the pressure transducers on the transducer communications alarm (tca) board was out of range and calibration was not possible. The reported issue has been confirmed to be related to a current field corrective action. Remediation and repair of the suspect device has been completed.